Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep replaced the hard drive as a precautionary measure. System operates as intended.

Event description:
Customer reported problems with real time annotation. No patient injury was reported.